Event description:
The equipment keeps alarming.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the hs1 which keeps alarming. There was reportedly no patient involvement. The following functional tests were performed: re-installed the battery. Results of functional testing indicate: the device passed the self-test successfully. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.